Event description:
Patient reported, "a small amount of peri-implant fluid. Particularly, at the inferior margin of the left breast implant". Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.